Event description:
When preparing the pump for use, vacuum pressure could not reach -20 in hg. When trying to fix the problem, the filter was unscrewed and broken.

Manufacturer narrative:
An attempt to repair the device was made in the field by a penumbra representative however, the device could not be repaired. The representative evaluated the pump and discovered that the filter had broken off inside the fitting and could not be removed therefore, a new filter could not be placed. He attempted to clean the filter plastic and then insert a new filter however it was still difficult to place and new filter and the pump would not hold adequate vacuum. The defective pump was removed and destroyed. The old pump was removed and disposed of and a replacement pump was sent to the hospital. Device investigated in field.